Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating while connected to a power source. Additionally, the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. There was no impact to the customer¿s blood glucose.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery incorrectly displayed issue was verified. Additionally, the alleged battery not charging issue could not be verified.